Manufacturer narrative:
The complaint of leaks on item 011-h1268 cannot be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro. Hematology nursing reported that the chemo tree of the device was leaking an unspecified anticancer drug at the junction between the trocar of the infuser and the tree. This occurred 30 minutes after the start of treatment. The drug leaked onto the tubing an onto the floor in small quantities. The defective device was changed out/replaced. There were no clinical consequences, and no adverse event/human harm details to report.